Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party field service technician went onsite and evaluated the device. The technician tested the device for five days and no problem was found. Temperature was 98 degrees celsius. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported overheating on the lap top ventilator 1150. The customer reported there was no patient involvement associated with the reported event.